Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens diopter -5.5 into the patient's right eye (od), the lens tore/ broke. This occurred on (B)(6) 2021. The lens was implanted, removed, and replaced with an alternate lens intra-operatively and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.